Manufacturer narrative:
The insulin pump alarmed off no power after battery change due to corroded battery tube also, unable to perform functional testing due to off no power alarm. No blank display noted. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had off no power anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that the insulin pump doesn't on anymore. The customer stated the pump turns off even with the new battery and changed for a new one but the problem remains. The customer was advised to discontinue use of the pump and follow the medical prescription for insulin shots until replacement arrives.